Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 130.6020 on their 8015 (sn: (B)(4). Case resolution: - customer stated they think it is the front case\ keypad. - informed customer this error code is due to the keypad. - recommended replacing front case\ keypad. - provided part number. - customer will order part through their process. Ended call. (B)(4).